Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and evaluated. A visual inspection on the received condition was performed on the device; there is some tissue build up. The wiper movement has some minor restriction due to tissue build up. The rotation of the knob torque is normal and smooth. The ptfe pad (teflon pad) was inspected and has normal wear, no metal exposed and no abnormality. The distal end of the device was inspected under a microscope and found the probe detached with missing portion not returned. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and found both switches are functional. The consistency of movement of the handle and jaw is normal. The handle load is normal. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the olympus representative, during an unknown procedure the device jaws would not close after being opened. The procedure was completed with another similar device. There is no reported harm or adverse impact to the patient. Upon evaluation of the returned device, it was noted that the device probe was broken. The broken piece was not returned. This medwatch is being submitted for the issue of the broken probe.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the incident that the jaw would not closed likely occurred due to tissue build up in the wiper movement and the probe broken likely occurred due to contact with a surgical instrument or the non-insulated area of grasping section. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "¿ when a body fluid or tissue is present on the grasping section, probe tip, or shaft surface during the procedure, immediately withdraw it by immersing the grasping section and probe tip in saline or wiping with sterile gauze. Otherwise, the performance may be degraded. Failure to maintain a clean grasping section may result in the grasping section becoming hard to open or close, and the load imposed on the distal end of the grasping section may cause vibration failure or other issues. ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor the field performance of this device.